Manufacturer narrative:
H10: the authorized service provider (asp) replaced the power management (pm) printed circuit board assembly (pcba) once the component became available. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: it was stated on (B)(6) 2023, that it was attempted to replace the power management (pm) printed circuit board assembly (pcba). However, the replacement parts were defective on arrival and the authorized service provider (asp) requires another replacement pm pcba to resolve the device issue. The investigation is ongoing.

Event description:
Philips received a complaint from the customer, reporting the v60 ventilator would not power on. The device was not in clinical use. There was no report of harm. A philips authorized service provider (asp) evaluated the issue and confirmed the reported issue. The asp reported the power management (pm) printed circuit board assembly (pcba) had been replaced several days prior to the event as part of a remediation activity. The asp concluded the new pm pcba was faulty and was the cause. The asp ordered a replacement.

Manufacturer narrative:
E1: reporting address line 1: (B)(6). Reporting address state:(B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).